Event description:
As reported by our chinese affiliates, approximately 2 years and 9 months post implant of a 26mm sapien 3 transcatheter heart valve implanted in the aortic position, the patient was experiencing symptoms of aortic stenosis (chest tightness, palpitations and shortness of breath) and returned for a follow-up. A transesophageal echocardiogram confirmed a leaflet tear in the valve. A new 26mm sapien 3 valve was implanted, and the patient was in stable condition.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our chinese affiliates, approximately 2 years and 9 months post implant of a 26mm sapien 3 transcatheter heart valve in the aortic position, the patient was experiencing symptoms of aortic stenosis (chest tightness, palpitations and shortness of breath) and returned for a follow-up. A transesophageal echocardiogram confirmed a leaflet tear in the valve with significant transvalvular aortic valve regurgitation. A new 26mm sapien 3 valve was implanted (26 -1ml for implant and 26 nominal for post-dilation) in a valve in valve procedure and the patient was in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted for an update as additional information was received through a follow up response. The following sections of this report have been updated: update to b5 and h6 device code based on additional information received. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for a completion to the engineering evaluation. The following sections of this report has been updated: update to b4, b5, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The provided imagery was evaluated and revealed the following: significant transvalvular aortic valve regurgitation. Leaflet prolapse. Asymmetric valve expansion. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU for commander with sapien 3 and esheath was reviewed. Potential adverse events include: 'valve regurgitation, paravalvular or transvalvular', 'valve stenosis', 'structural valve deterioration (wear, fracture, calcification, stenosis)'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for leaflet tear was unable to be confirmed due unavailability of device or applicable imagery while the complaint for central regurgitation' was confirmed based on evaluation of provided imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'transesophageal echocardiogram confirmed a leaflet tear in the valve with significant transvalvular aortic valve regurgitation'. As per information provided 'the patient has signs of inflammatory, therefore the possibility of structural valve deterioration caused by autoimmune disease may not be excluded'. Autoimmune diseases can increase the likelihood of valve degeneration. Chronic inflammation can affect valve tissue and accelerate the degeneration process. However, in this case, due to insufficient information provided, a definitive root cause is unable to be determined at this time. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, it is possible that the torn leaflet can impact the proper coaptation of the leaflets, resulting in central regurgitation. As such, available information suggests that procedural factors (torn leaflet) may have contributed to the reported event. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our chinese affiliates, approximately 2 years and 9 months post implant of a 26mm sapien 3 transcatheter heart valve in the aortic position, the patient was experiencing symptoms of aortic stenosis (chest tightness, palpitations and shortness of breath) and returned for a follow-up. A transesophageal echocardiogram confirmed a leaflet tear in the valve with significant transvalvular aortic valve regurgitation. The patient was presenting with signs of inflammation, therefore the possibility of structural valve deterioration caused by autoimmune disease may not be excluded. A new 26mm sapien 3 valve was implanted (26 -1ml for implant and 26 nominal for post-dilation) in a valve in valve procedure and the patient was in stable condition.